Manufacturer narrative:
Other relevant device(s) are product ID 3889-33, lot# v927246, product type lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 26-jan-2016.if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had device explanted but it broke upon removal so there is an abandoned lead. Technical service reviewed MRI is not recommended for abandoned components.  No further complications were reported/anticipated at this time.